Event description:
It was reported that the implanted pacemaker alerted due to recording multiple non-sustained ventricular arrhythmia episodes. Review of the device trend data demonstrated that in july 2023 there was an out-of-range atrial pace impedance measurement (greater than 2,500 ohms). The atrial lead was programmed to unipolar due to previously known and reported atrial lead noise and sensing issues. The atrial lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the implanted pacemaker alerted due to recording multiple non-sustained ventricular arrhythmia episodes. Review of the device trend data demonstrated that in july 2023 there was an out-of-range atrial pace impedance measurement (greater than 2,500 ohms). The atrial lead was programmed to unipolar due to previously known and reported atrial lead noise and sensing issues. The atrial lead remains in service and no adverse patient effects were reported. Additional information received indicated that there was another alert for atrial impedance greater than 2,500 ohms. Noise was also present on the atrial lead on the recorded and presenting electrograms that appeared to be worsening. The noise was sensed and led to inappropriate mode switching to atrial tachy response. Technical services recommended consideration of a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the implanted pacemaker alerted due to recording multiple non-sustained ventricular arrhythmia episodes. Review of the device trend data demonstrated that in (B)(6) 2023 there was an out-of-range atrial pace impedance measurement (greater than 2,500 ohms). The atrial lead was programmed to unipolar due to previously known and reported atrial lead noise and sensing issues. The atrial lead remains in service and no adverse patient effects were reported. Additional information received indicated that there was another alert for atrial impedance greater than 2,500 ohms. Noise was also present on the atrial lead on the recorded and presenting electrograms that appeared to be worsening. The noise was sensed and led to inappropriate mode switching to atrial tachy response. Technical services recommended consideration of a lead revision. No adverse patient effects were reported.